Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator. The broken piece measures approximately 16.38mm x 4mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a detached intact jaw from the grip base. Based on visual inspection and analysis of the returned device. The molded insulator breaks first and separating from the jaw (electrode). The jaw subsequently separated from the grip base due to loss of mechanical support from the molded insulator, the bipolar conductor wire broke as a result of increased mechanical stress during jaw detachment. As of result, the intact jaw and broken molded insulator fully detached from the instrument assembly. The complaint regarding tip of the force bipolar is broken was confirmed by failure analysis. The probable root cause of the broken molded insulator is attributed to user-related damage resulting from mechanical impact or the application of excessive force to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the force bipolar instrument tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a broken jaw on the arm, no material was broken off or detached in the patient. The jaw broke off and fell apart once the arm was removed out of the trocar, there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.